Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for four patients. The following results were provided (normal range 135-145): sid (B)(6) initial sodium result 114 mmol/l, repeated 138 mmol/l. Sid (B)(6) initial sodium result 110 mmol/l, repeated 142 mmol/l. Sid (B)(6) initial sodium result 114 mmol/l, repeated 134 mmol/l. Sid (B)(6) initial sodium result 120 mmol/l, repeated 138 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for four patients. The following results were provided (normal range 135-145): sid: (B)(6), initial sodium result 114 mmol/l, repeated 138 mmol/l, sid: (B)(6), initial sodium result 110 mmol/l, repeated 142 mmol/l, sid: (B)(6), initial sodium result 114 mmol/l, repeated 134 mmol/l, sid: (B)(6), initial sodium result 120 mmol/l, repeated 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting performed by the field service engineer included replacement of the ict to ict pre amp cable which was determined to be the likely cause. No additional sodium result issues have been reported since the service activity was completed. A review of tickets identified no contributing factors to this complaint. A trend review found no trends requiring further investigation. A review of historical data with this complaint revealed no trends, systemic issues, or nonconformance's. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module and ict to ict pre amp cable.